Manufacturer narrative:
Corrected data: 'device available for evaluation?'

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had to recharge ipg more frequently than normal. As a result, the patient's ipg was explanted and replaced.